Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely elevated troponin (accu tni) result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. The original specimen was re-tested on a different instrument which generated lower result. A corrected report was sent. The specimen was then re-tested on the access 2 analyzer and repeated result was also lower. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma with a gel barrier that was centrifuged at 3,600 rpm for 10 minutes. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 met specifications. Service was offered and the customer declined. A definitive root cause has not been determined for this event.